Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective stimulation. Diagnostic testing revealed high lead impedance values. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein the lead was explanted and a new lead was implanted. This addressed the issue.

Manufacturer narrative:
The reported event of high impedance/ lead fracture was confirmed. Return octrode lead body had a kink with all internal wires broken which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.